Manufacturer narrative:
The lot number was provided for the malfunction and a lot history review was performed. The device was returned for evaluation. The investigation identified a break. A root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model va8076 pta balloon dilatation catheter allegedly experienced material rupture and break. The information was received from one source. The malfunction involved a patient with no reported consequences. No patient information was provided.

Manufacturer narrative:
H10: the lot number was provided for the malfunction and a lot history review was performed. The device was returned for investigation. The investigation confirmed for retraction issue, balloon joint break and inconclusive for balloon rupture. A definitive root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model va8076 pta balloon dilatation catheter allegedly experienced material rupture and break. The information was received from one source. The malfunction involved a patient with no reported consequences. No patient information was provided.